Event description:
It was reported by a company representative that a vns patient had been admitted to the ER as the patient was experiencing status epilepticus. Per the admitting hospital, the patient's vns battery was at end of service and they were not necessarily attributing the seizure activity to the end of service. The patient underwent generator replacement surgery due to end of service. Good faith attempts to obtain additional information from the treating neurologist have been unsuccessful to date.